Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified percutaneous transluminal procedure a guide wire tip fracture occurred. The tip of the pt graphix guide wire fractured inside the patient. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is unknown.

Manufacturer narrative:
Type of reportable event: corrected from malfunction to serious injury. (B)(4).

Event description:
It was reported that during an unspecified percutaneous transluminal procedure a guide wire tip fracture occurred. The tip of the pt graphix guide wire fractured inside the patient. It is not known how the physician completed the procedure. No patient complications were reported and the patient's status is unknown.